Manufacturer narrative:
The device was received with intermittent up arrow button response due to corroded keypad traces. There were no unexpected numbers scrolling during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The patients' blood glucose level was unknown. Customer states the numbers won't stop scrolling. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.